Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported hcp was notified by the office that patient had battery replaced on (B)(6) 2019. Patient stated since then she has had pain off and on while walking. On (B)(6) the office told her to turn the battery off and see if pain improves. She called the office on (B)(6) and stated she is still having pain. Battery was still turned off. Doctor is sending her for an x-ray. There was no surgical intervention that occurred. The issue was not resolve at the time of this report. On 2019-oct-23 additional information was received from a consumer via a manufacturer¿s representative (rep). Patient reports pain on right side around battery site and below. Also states she has some discomfort radiating down her leg. She reports discomfort started about 2-3 weeks after implant. The device has been turned off for 4 weeks and she still reports discomfort. No environmental/external/patient factors were reported. Lead impedances are good. X-ray was unremarkable. Pt was seen by primary care and put on medicine for muscle spasms and it did not help. The hcp examined and battery site shows no discomfort to patient. Hcp is planning pocket revision (B)(6) 2019. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the patient had the device removed on 10/31/19, but the cause of the pain and spasms remained unknown. No further patient complications are anticipated or expected as a result of this event.